Manufacturer narrative:
See attached follow up summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use the ventilator stopped ventilating the patient and the graphic user interface (gui) display screen became frozen and nonresponsive. The clinician was unable to use the gui touchscreen or encoder knob. Patient was anxious with mild respiratory distress and oxygen saturation in the low 90's. Patient was manually ventilated until placed on another ventilator. After the ventilator was removed from the patient, the biomedical engineer pushed the power button, ventilator powered up and started ventilation immediately. Device check was performed and ventilator passed. Reporting hospital is unwilling to provide any patient information.